Manufacturer narrative:
(B)(6). (B)(4). Based on the available information, this event is deemed to be a reportable malfunction. A batch record review was conducted and indicated no discrepancies. Pm logs were checked and all pm's were completed with no discrepancies found. Duoderm h/active gel 30g was manufactured under sap code (B)(4) and manufacturing lot number 0f01679. Lot # 0f01679 was sterilized under lot 20f22k9518 and released on review of results of sterilization provided by sterilization company baxters. All of the results were within specification and the products were released. The production process, in process testing and packaging of products was run in accordance with (B)(4) for gel. Visual inspection in accordance with (B)(4) was completed at the beginning of the process and every 15 minutes following until the order was completed. No nonconformity was registered during the manufacturing process of lot 0f01679. This is the only complaint for the affected lot registered within the complaint system. A photograph has been received for this issue and has been evaluated. The photograph conforms the complaint issue and that it is a convatec product. The photograph shows some marks on the tube. It cannot be determined what the marks on the tube are due to the physical sample not being returned. Operators have been informed of the complaint issue. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported that there was dirt found on the packaging. The product was not used. A photograph depicting the issue was received from the complainant.